Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test, the customer received a negative test result, and two positive test results with another brand covid 19 test. The following information was provided by the initial reporter: I took 3 brands of covid tests and this brand tested negative while the other 2 brands tested positive. (B)(4).

Manufacturer narrative:
Device expiration date: unknown. The customer's address is unknown:  (B)(6)has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test, the customer received a negative test result, and two positive test results with another brand covid 19 test. The following information was provided by the initial reporter: I took 3 brands of covid tests and this brand tested negative while the other 2 brands tested positive. Eua(B)(4)

Manufacturer narrative:
H.6. Investigation summary this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 tests (material # 256094), batch number unknown, customer received discrepant results while using the test kit. "It was reported that the customer received a negative result with bd veritor at home covid-19 tests and then tested with other 2 brand covid-19 test kit with a positive results". Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.